Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after successfully applying three clips, there was an issue with the fourth clip. The clip was correctly inserted into the applier and successfully closed on the tissue (prostatic neurovascular bundle), but it was impossible to release it from the jaws. We had to dissect the tissue around the jaws in order to remove the clip. This resulted in significant blood loss (200 ml) and increased operating time (30 min). We were unable to identify whether the problem originated from the clamp or the clip". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a combined 50 pc. Lot in february 2019 from lot number 06c1866799 (06c1866799-012). Evaluation of the returned instrument was unable to find any non-conforming features on the returned device. Functional testing of the instrument determined that it can pick-up, retain, close and release multiple clips amidst various orientations of the instrument. We are unable to replicate the alleged issue therefore we are unable to validate this complaint. Notably, all 50 instruments from this lot underwent 100% visual inspection and functional testing prior to shipment, in accordance with standard operating procedures for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after successfully applying three clips, there was an issue with the fourth clip. The clip was correctly inserted into the applier and successfully closed on the tissue (prostatic neurovascular bundle), but it was impossible to release it from the jaws. We had to dissect the tissue around the jaws in order to remove the clip. This resulted in significant blood loss (200 ml) and increased operating time (30 min). We were unable to identify whether the problem originated from the clamp or the clip". No patient harm or injury. The patient status is reported as "fine".